Event description:
Additional information received from the consumer patient. It was reported that the pump was "defective" and removed on "(B)(6) 2014." Contradicting to the previously reported explant date of "(B)(6) 2014."

Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the hcp previously reported the pump was making ¿noises¿. The patient had stated that they could hear the pump make ¿clicking noises¿ and sometimes when she used the ptm they heard a ¿whirling noise¿. The patient also reported they felt like she would get warmth where the pump was implanted. The hcp put a stethoscope over the pump and could hear the clicking. There was no change in therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump had audible whirling, clicking and ¿churning¿ noises. The pump was subsequently explanted due to the sounds. The catheter was also explanted at that time due to ¿other¿. There was no patient injury and the patient covered without sequela. The pump system was being used to infuse an unknown medication at the time of the event. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8780, serial# unknown; product type catheter product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8835, serial# (B)(4), implanted: 2013 (B)(6); product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.